Event description:
The customer reported that the device failed to power up. There was no report of patient involvement.

Manufacturer narrative:
The customer reported that the device failed to power up. There was no report of pt involvement. The device was evaluated at the philips and the reported symptom was duplicated. The power pca was replaced to resolve the issue.